Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism. The device is part of the advisory for this model.

Event description:
It was reported that the right ventricular lead implant was attempted, but not successful. It was noted that the helix would not extend after being retracted for repositioning. The lead was removed. No patient complications were reported as a result of this event.